Event description:
Reportedly, follow-up interrogation do not appear in the manager of an orchestra plus and a smarttouch tablet, both under 3.12 clinical version.

Event description:
Reportedly, follow-up interrogation do not appear in the manager of an orchestra plus and a smarttouch tablet, both under 3.12 clinical version.

Manufacturer narrative:
Please refer to the attached analysis report.